Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter was reviewed and the dhrs showed the meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to their adc blood glucose meter display having missing digits/segments. Customer reported they received unspecified third-party treatment. No further information was provided by the customer. There was no report of death or permanent impairment associated with this event.